Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode. But could confirm the device is heavily gouged on the inferior surface and scratches on the articular surface. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that per complaint details, the ¿knee jumped the post¿/knee dislocated; therefore, the surgeon revised to a thicker constrained insert and ¿was happy with the result¿. The requested product details and medical documentation was not provided for inclusion in a medical investigation. The root cause of the revision was reportedly the dislocated knee/jumped post; however, the root cause of the dislocations could not be concluded. The patient impact beyond the reported dislocation and subsequent revision could not be determined. No further medical assessment is warranted at this time. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. Some potential probable causes for this event could include a surgical technique used. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed, the patient experienced a dislocation: the knee jumped the insert post. A revision surgery was performed to take the 11 mm standard insert out, which was still located and locked into the tibial baseplate, and put a 12 mm constrained insert in. The surgeon was happy with the result.